Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for partial display. The customer¿s blood glucose level was unknown. Customer stated that the screen was going dark about three days ago. Customer states the pump was neither exposed to extreme temperatures nor direct sunlight. Assisted customer in performing self test and test was failed. Customer reported that insulin pump still black. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation the device gave a full segment display anomaly due to faulty interface board. Unable to perform self-test and displacement test due to full segment display.